Event description:
Related manufacturing reference: 3008452825-2024-00433. During the premature ventricular contraction procedure, optical and temperature issues with the catheters resulted in a procedural delay. When the catheter was connected, it could not be zeroed as there was no contact force data. The catheter was reconnected and the tactisys was restarted but with no resolution. The catheter was exchanged, the issue was resolved and the procedure continued. However, when wanting to start rf ablation in the rvot, the generator stopped the ablation and displayed the error message "measured power over programmed limit". The catheter was parallel to the tissue and the temperature was at the threshold. The catheter was changed to a third one to complete the procedure with no adverse consequences for the patient.

Manufacturer narrative:
One bi-directional, curve d-f, tactiflex ablation catheter, sensor enabled was received for evaluation. When the returned device was connected to the tactisys quartz, a ¿catheter not detected¿ error message was displayed. A fracture in the 19-pin connector flex circuit was located on the eeprom to pin 14 trace, consistent with the observed error message and with the reported event. The deformable body thermocouple met specifications during electrical testing and optical fibers 1-3 met specifications for optical properties. The tactisys log files were returned, however the correct serial number corresponding to the returned device was not contained within the files. Therefore, no log file analysis was performed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The reported issue will continue to be trended.